Event description:
I told you of a pt who had a major problem from a buttock implant of filter. Further info revealed that she has done this three times in the last 3 years. The last time for the injections was (B)(6). A 160 cc of macrolane vrf30 were injected into each buttock. This is the q-med product. It was injected in two layers, both deep dermis/subcutaneous, and also deep subcutaneous, the practitioner thought. An ultrasound of her buttocks showed that there were no abscesses or fluid locations, but that the filter was easily identified and some was seen in the muscularis. A review with the practitioner of exactly what procedure he used revealed that he made up a tumescent solution of lidocaine 1% 50cc which he added to a liter of normal saline. He used betadine solution to prep the skin. These are two opportunities for bacterial contamination. He started the pt first on IV rocephin, and then another po cephalosporin, and then when she spiked to >101.5 five days later, he started her on levaquin and azithromycin. He never tried to get a culture, which is disturbing. First the right buttock was red, hot, and firm, and then after it resolved, the left buttock developed the same cellulitic reaction. I do not know if it was a reaction to an infection or a bizarre reaction to this large particle filter. In the EU, it is used primarily for breast enlargement, but I don't know of any studies on how it stands up to shearing stress (like when you sit down on it, and walk, etc), and there was only one case that q-med had an infection which promptly reacted to a macrolide antibiotic. In this case, I do not know if the response was due to the antiinflammatory reaction of the antibiotic, or to the antibacterial reaction. His plan is to keep her on the levaquin and the azithromycin for a month. I hope that she does not get a sunburn, c difficile infection, or a tendon rupture from this. There is no place to report this, I believe, since macrolane is not in the u.s. But if you think that I should, I will try to get hold of the lot numbers. The practitioner says that the pt was aware that the product was not approved in the us.